Event description:
During an exploratory laparoscopy with mass excision procedure the lap disc literally ripped in half during the procedure. The lower ring physically tore away from the upper portion of the device. Surgeon introduced metal instruments into the abdominal cavity via lap disc. Another lap disc was used to complete the procedure. There was no pt consequence.